Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. It was reported that patient had second revision done in (B)(6) 2016 because intestim slipped out of the sleeve that doctor put it in. Patient indicated interstim kept flipping because she lost so much weight and it flips all the time every time she sits down. There were no further complications that have been reported as a result of this event. Refer to manufacturer report# 3004209178-2017-18383 for 1st revision surgery.